Manufacturer narrative:
This report is submitted on november 29, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021, in order for the patient to be re-implanted with another device.